Event description:
The customer received questionable results for multiple assays one patient sample from the cobas 6000 c 501 module. Of the data provided only the ise indirect gen.2 chloride results for two patient samples were reportable malfunctions. Patient 1 initial result was 124 mmol/l and the repeat result was 104 mmol/l. Patient 2 initial result was 120 mmol/l and the repeat result was 99 mmol/l. This patient was a (B)(6) female. The erroneous results were not reported outside of the laboratory. There was no adverse event. The electrode lot number was y70 with an expiration date of 17-apr-2019. The field service representative found liquid in the ise compartment and the sample probe was misadjusted. The ise compartment was cleaned and checked and the probe was adjusted. Calibrations and qc were performed with no issues. The investigation confirmed the issue was resolved by the service actions.